Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. There was blood and contrast inside and outside of the device. The shaft was partially separated upon receiving, but fell apart completely during analysis. Inspection revealed a separation at the collar, tip damage and numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-mar-2017. It was reported that the catheter could not cross the lesion. The target lesion was a chronic total occlusion. A 5-in-6 guidezilla¿ was selected for use. During procedure, it was noted that the catheter could not cross the lesion. No patient complications were reported. However, device analysis revealed that the shaft was broken.